Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient faced an infusion set leakage event on (B)(6) 2025. Blood glucose level was high at the time of the event. Patient took insulin pen shot to resolve the blood glucose issue. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey